Manufacturer narrative:
Initial implant date unknown. Device not returning as hospital has sent it to pathology.

Event description:
As reported, post op the initial left tka, this (B)(6) male patient was revised due to infection, wash out and reimplantation of poly insert. Patient was last known to be in stable condition following the event. Is the reported event associated with revision of exactech implants? Yes. What side was effected? Left. Do you know the initial implant date (index surgery date)? Unknown. Was the patient revised to exactech devices? Yes. Is the reported event related to the breakage of a device? No. The reported event did not lead to a surgical delay/prolongation. Patient¿s relevant medical history and comorbidities are unknown. Does this patient have other implants? Unknown. Please provide any other implants that the patient has. Unknown. Additional comments: simple infection relation wash out and reimplantation of poly insert. The product(s) available for return. Unable to obtain photos or x-rays. Date of birth: (B)(6) male. 510k: k110547.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. H7: z-2112 thru 2133-2021.